Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of perfix plug, patient was diagnosed with unspecified infection, purulent discharge, hematoma thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists unspecified infection and hematoma as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Update fields: a2, a4, b2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated right inguinal hernia with incarcerated omentum, incarcerated umbilical hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿in the umbilical hernia noting a large amount of peritoneal wall fat incarcerated in this hernia, and this was dissected down and reduced back into the abdomen. Therefore, a synthetic mesh was placed with preplacing sutures placed at the 12 o'clock and 6 o'clock position. In the right groin the patient had a large blowout of this hernia with a large amount of contents in the scrotum. It was dissected down to the hernia sac. The edges of the hernia sac were clipped. A perfix plug was placed into the defect and secured this using sutures. Then a patch was placed over the hernia defect, securing the mesh medially to the pubis, laterally to the shelving edge of the external oblique fascia, while securing the mesh medially to the transversalis.¿ (B)(6) 2013 - patient was diagnosed with right groin hematoma and infection thereby underwent open repair. Per operative notes, ¿copious amounts of blood as well as a small amount of pus was noted. The mesh was salvaged, and wound vac was placed.¿ (B)(6) 2015 - patient was diagnosed with chronically infected right inguinal mesh thereby underwent open repair with removal of perfix plug. Per operative notes, ¿the sinus tract communicated directly to the mesh. There was a large amount of purulence in the field. The mesh was able to be separated from the superior aspect of the field. The patch was easily retracted out of the surgical field and adherent to the bottom of the spermatic cord. The perfix plug was completely free and removed from the inguinal canal. An additional piece of mesh was noted in the inferior aspect of the incision, presumably along the inguinal ligament and was able to be removed.¿ attorney alleged that the patient had abscess, fistulae, infection, pain, hernia recurrence and emotional injuries.